Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during the removal process, the nail disassociated into multiple pieces. It unknown if all parts were retrieved, although it is known no radiolucent metal was left in the patient.